Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure a piece of hair was found in the patella package before the seal was broken. Another implant was utilized to complete the procedure.

Manufacturer narrative:
The foreign material found in the outer tyvek/film pouch has been confirmed as a hair and is not acceptable per (B)(4). This non-conformity should have been discovered both during inspection in the cleanroom and in box and label. Packaging supervisors will remind team members of the requirements outlined in (B)(4) concerning foreign hair particles not being acceptable.